Event description:
A celebrity has publically admitted to owning and operating a sonogram machine without a prescritpion or medical supervision. This poses a risk of injury to both his "patient" and to her unborn child. Celebrity is flagrantly breaking the law and endangering his unborn child's health, and rptr feels he should be punished.